Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine pulse generator upgrade procedure. During the procedure, an insulation damage was noted on the right ventricular lead. The lead had tested electrically normal prior to the procedure. The lead was capped and replaced during the procedure on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
Not available as product was manufactured on or before september 23, 2014.